Event description:
Consumer alleges pad was being used on her back while sitting back in a chair. She smelled smoke and found it was coming from the heating pad which had damaged her chair. No injuries were reported with this incident.

Manufacturer narrative:
The consumer was leaning against this pad causing bunching/crushing which is a violation of the instructions and warnings provided. No injuries were reported. This incident is the direct result of misuse/abuse of the product.